Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on b)(6) 2015 and confirmed a leak from the manual probe rinse block caused by the probe rinse block not fully extending to the tip of the probe as the probe wipe bracket was binding. The fse resolved the leak by removing and adjusting the probe wipe bracket and verified probe wash and rinse functions. The repairs were verified per established procedure. B)(4).

Event description:
The customer reported a blue fluid leak of approximately 5ml from a coulter lh 500 hematology analyzer. The instrument was shutdown until it could be evaluated by service. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event. There was no impact to patient results and controls.